Event description:
It was reported that a novum iq large volume pump under-infused during delivery. Two boluses of ringer's lactate solution was administered from a 1l bag; however, the solution bag was found full post-bolus. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported under-infusion was not reproduced. Bolus bench testing was performed using multiple primary infusion rates and device met specifications. Review of the event history log (ehl) showed the bolus events initiated and completed as expected, with no alarms or interruptions noted during bolus delivery. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. A full release test will be performed. Should additional relevant information become available, a supplemental report will be submitted.